Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A metal fragment was found intra-operatively during a primary total hip replacement using the corail and pinnacle systems. A metal fragment was seen around periphery of implanted stem immediately post implantation of the definitive stem before a second head trial. The fragment was retrieved with forceps and isolated. The surgical site was thoroughly examined by the surgeon for additional metal fragments and washed out using a pulse lavage before he deemed it was safe to continue the operation. The fragment was recognized as the tip of the two-piece stem inserter and isolated for decontamination and return to depuy synthes for repair/replacement. There was no significant delay to the procedure and the incident was resolved in approximately 5 minutes, allowing the procedure to proceed as normal. The surgeon was informed that the issue had been verbally reported immediately to both greenslopes cssd and depuy warehouse staff and verbally declined further follow up correspondence. Surgeon said that he was satisfied that there was no further risk to the patient and that there were no additional metal fragments visible in the surgical site.